Manufacturer narrative:
Evaluation code: the zipper slider body is open on the large window a. The mattress envelope on the backside b has two 4 inch holes. The drainage port on the backside b has 1 inch tear at the start & end.

Event description:
The reporter was not sure what was wrong with the posey bed - acute care/ltc model 8050, and stated that there was no one available to talk to with more information. No patient injury reported.